Event description:
The customer reported approximately fifty (50) milliliters of clear fluid leaked underneath the instrument and onto the countertop involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) verified the schematics and noted punctured tubing at pinch valve pv41, at the diff mixing module, leaked diluent. The fse replaced the punctured tubing and all the tubing at the diff mixing module and resolved the issue. The fse noted the customer also experienced some white blood cell (wbc) vote-outs, and bleached each wbc aperture individually. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).